Event description:
It was reported the patient had an ascending aortic aneurysm and in order to repair it, the valve had to be explanted and replaced with a valve graft (size and type unknown). Additional information has been requested.